Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient information and device information was updated. The issue remains unresolved.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v052560, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6) , ubd: 27-feb-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the right lead was fractured, found by an x-ray. The patient's therapy wasn't working. The right side impedances were found to be high. A future lead replacement is planned. The issue is unresolved at this time. No further complications were reported as a result of this event.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the x-ray identified a right lead fracture. The patient had reported a fall prior to the fracture being identified. The neck extension had also migrated down their neck with the connector site being seen in their neck via x-ray. The extension was replaced due to the migration and the right lead was replaced. The impedance check was abnormal. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, lot# v052560, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, lot# v052560, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) stating that the date and cause of the fall were unknown.